Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they received a power system error and did not wait for the red light to stop flashing before inserting the new battery. The customer stated that the next alarm error will supply the power system error to stop the red led before inserting a new battery and retrieve the number of technical assistance if alarm appears again.